Event description:
It was reported that during a full supply change for an iLet infusion system, the patient inadvertently dislodged the Teflon infusion set while repositioning the infusion line, resulting in the infusion site pulling off the needle piece; the patient then obtained and placed another infusion site, and insulin delivery was resumed without alerts or alarms. Symptoms included none reported. Outcomes included successful completion of the supply change and continued insulin delivery with no reported adverse health effects or interruption of therapy. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed user-handling error related to infusion set deployment or connector attachment, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set handling and replacement.